Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had diaphragmatic stimulation from the lv lead on all pacing vectors. Due to patient¿s anatomy, physician was unable to place the lead in a different target vein. The lead was capped on (B)(6) 2018 and myocardial screw in lead was implanted on the lv side of the heart. The diaphragmatic stimulation was resolved. The patient was stable during and after the procedure.